Event description:
A cannulated instrument (1806-0232 screwdriver, long 3.5mm and 1806-0237 screwdriver, short 3.5mm) located in a loaner surgical instrument tray (t2 basic long instrument tray) that had been through cleaning and sterilization was found to have bioburden when it was picked up for use in a surgical case in the operating room. It was unclear that the screwdriver was 2 pieces rather than one piece as described in the number count on the instrument tray. Other instruments in this tray are separated. Therefore, the cleaning and sterilization processor was unaware it needed to be separated prior to sterilization processing. Under normal circumstances, the representative provides an in-service on each tray. However, this isn't always possible if trays are delivered after hours and in need of use in emergent procedures. We are requesting all instruments be required to be separated and stored in separate sections in these trays to represent a clear number of instruments and have that count reflected in the instrument count on the tray.